Event description:
A malfunction was reported by the caller involving a tandem pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump as normal.